Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon it fell apart leaving half of the pledget inside her vaginal cavity. She manually removed the remaining pledget piece. She did not seek medical attention and she did not experience any adverse health effects.